Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforations/ essure device perforating the uterus/ essure coil perforated into my colon"), device dislocation ("migration/ migration of essure device location of device: colon"), the first episode of device breakage ("fracturing"), ectopic pregnancy with contraceptive device ("ectopic pregnancy"), abortion of ectopic pregnancy ("pregnancy (miscarrige)") and gastrointestinal injury ("bowel damage") in a 40-year-old female patient who had essure (batch no. A57120 (as per pfs & mr)) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included adhd, sleep disturbance, attention deficit disorder and anemia. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included obesity, parity 3 ((B)(6) 1996, (B)(6) 2001, (B)(6) 2013), blood pressure high, hypovolemic shock, hypotension and paratubal cyst. Concomitant products included lisdexamfetamine mesilate (vyvanse) since 2011 and zolpidem tartrate (ambien) from 2012 to 2014. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2017, the patient experienced sensitivity of teeth ("dental problems : noticed sensitivity"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), the first episode of device breakage (seriousness criteria medically significant and intervention required), abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required), gastrointestinal injury (seriousness criterion medically significant), depression ("depression"), anxiety ("anxiety"), pelvic pain ("pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),/ heavy periods and made my period last longer than usual"), nausea ("nausea"), the second episode of device breakage ("dental problem: and had a bridge to break"), dizziness ("dizziness"), abdominal pain lower ("lower abdominal pain"), dysmenorrhoea ("pain during period started soon after essure was placed"), fatigue ("fatigue"), back pain ("back pain") and abdominal pain upper ("left and right sides towards on the stomach pain"), was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and was found to have weight increased ("weight gain/weight loss( specify which one) :weight gain"). The patient was treated with surgery (bilateral salpingectomy and emergency d/c with removal of right side of essure coil.). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device dislocation, ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, gastrointestinal injury, depression, anxiety, pelvic pain, vaginal haemorrhage, menorrhagia, nausea, sensitivity of teeth, the last episode of device breakage, weight increased, dizziness, abdominal pain lower, dysmenorrhoea and back pain outcome was unknown, the fatigue had not resolved and the abdominal pain upper was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain lower, abdominal pain upper, abortion of ectopic pregnancy, anxiety, back pain, depression, device dislocation, dizziness, dysmenorrhoea, ectopic pregnancy with contraceptive device, fatigue, gastrointestinal injury, menorrhagia, nausea, pelvic pain, sensitivity of teeth, uterine perforation, vaginal haemorrhage, weight increased, the first episode of device breakage and the second episode of device breakage to be related to essure. The reporter commented: treatment (if any) you received for the complications: emergency d/c with removal of right side of essure coil. Patient undergo complication of unintended pregnancy: other: incomplete abortion . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: result: unilateral occlusion (left tube occluded). Impression: the right fallopian tube remains patent and contrast freely spilled out the distal end of the right fallopian tube. The left fallopian tube is occluded by an essure tube. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: :menorrhagia, dizziness, nausea, vaginal bleeding. Fatigue, dizziness. Lower abdominal cramping. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 8-jan-2019: quality-safety evaluation of (product technical compliant) . Incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforations/ essure device perforating the uterus/ essure coil perforated into my colon"), device dislocation ("migration/ migration of essure device location of device: colon"), device breakage ("fracturing"), ectopic pregnancy with contraceptive device ("ectopic pregnancy"), abortion of ectopic pregnancy ("pregnancy (miscarrige)") and gastrointestinal injury ("bowel damage") in a 40-year-old female patient who had essure (batch no. A57120 (as per pfs & mr)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included adhd, sleep disturbance, attention deficit disorder and anemia. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included obesity, parity 3 ((B)(6)1996, (B)(6)2001, (B)(6) 2013), blood pressure high, hypovolemic shock, hypotension and paratubal cyst. Concomitant products included lisdexamfetamine mesilate (vyvanse) since 2011 and zolpidem tartrate (ambien) from 2012 to 2014. On (B)(6)2013, the patient had essure inserted. In october 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In april 2017, the patient experienced sensitivity of teeth ("dental problems : noticed sensitivity"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required), gastrointestinal injury (seriousness criterion medically significant), depression ("depression"), anxiety ("anxiety"), pelvic pain ("pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),/ heavy periods and made my period last longer than usual"), nausea ("nausea"), tooth fracture ("dental problem: and had a bridge to break"), dizziness ("dizziness"), abdominal pain lower ("lower abdominal pain"), dysmenorrhoea ("pain during period started soon after essure was placed"), fatigue ("fatigue"), back pain ("back pain") and abdominal pain upper ("left and right sides towards on the stomach pain"), was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and was found to have weight increased ("weight gain/weight loss( specify which one) :weight gain"). The patient was treated with surgery (bilateral salpingectomy and emergency d/c with removal of right side of essure coil.). Essure was removed on (B)(6)2016. At the time of the report, the uterine perforation, device dislocation, device breakage, ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, gastrointestinal injury, depression, anxiety, pelvic pain, vaginal haemorrhage, menorrhagia, nausea, sensitivity of teeth, tooth fracture, weight increased, dizziness, abdominal pain lower, dysmenorrhoea and back pain outcome was unknown, the fatigue had not resolved and the abdominal pain upper was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain lower, abdominal pain upper, abortion of ectopic pregnancy, anxiety, back pain, depression, device breakage, device dislocation, dizziness, dysmenorrhoea, ectopic pregnancy with contraceptive device, fatigue, gastrointestinal injury, menorrhagia, nausea, pelvic pain, sensitivity of teeth, tooth fracture, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: treatment (if any) you received for the complications: emergency d/c with removal of right side of essure coil. Patient undergo complication of unintended pregnancy: other: incomplete abortion diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.1 kg/sqm. Hysterosalpingogram - on (B)(6)2013: result: unilateral occlusion (left tube occluded). Impression: 1. The right fallopian tube remains patent and contrast freely spilled out the distal end of the right fallopian tube. 2. The left fallopian tube is occluded by an essure tube. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: :menorrhagia, dizziness, nausea, vaginal bleeding. Fatigue, dizziness. Lower abdominal cramping. Most recent follow-up information incorporated above includes: on(B)(6)2018: pfs & mr received. Lot number was added. Added event miscarriage, abnormal bleeding (vaginal, menorrhagia), nausea, dizziness, fatigue, weight gain, lower abdominal pain, dental problems : noticed sensitivity, and had a bridge to break, pain during period, back pain, left and right sides towards on the stomach pain. Updated outcome of events. Updated onset date of events. Date of insertion and date of removal was updated. Historical drug, concomitant condition, concomitant drug, lab data were added. Incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforations/ essure device perforating the uterus/ essure coil perforated into my colon'), large intestine perforation ('migration/ migration of essure device location of device: colon/ my essure coil had perforated into my colon wall and I was bleeding which required emergency surgery'), device breakage ('fracturing'), ectopic pregnancy with contraceptive device ('ectopic pregnancy'), abortion of ectopic pregnancy ('pregnancy (miscarriage)') and gastrointestinal injury ('bowel damage') in a 40-year-old female patient who had essure (batch no. A57120 (as per pfs & mr)) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included adhd, sleep disturbance, attention deficit disorder and anemia. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included obesity, parity 3 ((B)(6) 1996, (B)(6) 2001, (B)(6) 2013), blood pressure high, hypovolemic shock, hypotension and paratubal cyst. Concomitant products included lisdexamfetamine mesilate (vyvanse) since 2011 and zolpidem tartrate (ambien) from 2012 to 2014. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2017, the patient experienced hyperaesthesia teeth ("dental problems : noticed sensitivity"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), large intestine perforation (seriousness criteria medically significant and intervention required) with large intestinal haemorrhage, device breakage (seriousness criteria medically significant and intervention required), abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required), gastrointestinal injury (seriousness criterion medically significant), depression ("depression"), anxiety ("anxiety"), pelvic pain ("pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),/ heavy periods and made my period last longer than usual"), nausea ("nausea"), dental prosthesis breakage ("dental problem: and had a bridge to break"), dizziness ("dizziness"), abdominal pain lower ("lower abdominal pain"), dysmenorrhoea ("pain during period started soon after essure was placed"), fatigue ("fatigue"), back pain ("back pain") and abdominal pain upper ("left and right sides towards on the stomach pain"), was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and was found to have weight increased ("weight gain/weight loss( specify which one) :weight gain"). The patient was treated with surgery (bilateral salpingectomy and emergency d/c with removal of right side of essure coil.). Essure was removed on 9(B)(6) 2016. At the time of the report, the uterine perforation, large intestine perforation, device breakage, ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, gastrointestinal injury, depression, anxiety, pelvic pain, vaginal haemorrhage, menorrhagia, nausea, hyperaesthesia teeth, dental prosthesis breakage, weight increased, dizziness, abdominal pain lower, dysmenorrhoea and back pain outcome was unknown, the fatigue had not resolved and the abdominal pain upper was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain lower, abdominal pain upper, abortion of ectopic pregnancy, anxiety, back pain, depression, device breakage, dizziness, dysmenorrhoea, ectopic pregnancy with contraceptive device, fatigue, gastrointestinal injury, hyperaesthesia teeth, large intestine perforation, menorrhagia, nausea, pelvic pain, uterine perforation, vaginal haemorrhage, weight increased and dental prosthesis breakage to be related to essure. The reporter commented: treatment (if any) you received for the complications: emergency d/c with removal of right side of essure coil. Patient undergo complication of unintended pregnancy: other: incomplete abortion. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: result: unilateral occlusion (left tube occluded). Impression: 1. The right fallopian tube remains patent and contrast freely spilled out the distal end of the right fallopian tube. 2. The left fallopian tube is occluded by an essure tube. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: :menorrhagia, dizziness, nausea, vaginal bleeding. Fatigue, dizziness. Lower abdominal cramping. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jan-2020: plaintiff fact sheet received : event ¿device dislocation¿ updated to ¿large intestine perforation¿. Event large intestinal haemorrhage added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforations/ essure device perforating the uterus/ essure coil perforated into my colon'), traumatic intestinal perforation ('migration/ migration of essure device location of device: colon/ my essure coil had perforated into my colon wall and I was bleeding which required emergency surgery'), device breakage ('fracturing'), ectopic pregnancy with contraceptive device ('ectopic pregnancy'), abortion of ectopic pregnancy ('pregnancy (miscarriage)') and gastrointestinal injury ('bowel damage') in a 40-year-old female patient who had essure (batch no. A57120 (as per pfs & mr)) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included adhd, sleep disturbance, attention deficit disorder and anemia. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included obesity, parity 3 (B)(6) 1996, (B)(6) 2001, (B)(6) 2013), blood pressure high, hypovolemic shock, hypotension and paratubal cyst. Concomitant products included lisdexamfetamine mesilate (vyvanse) since 2011 and zolpidem tartrate (ambien) from 2012 to 2014. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2017, the patient experienced hyperaesthesia teeth ("dental problems : noticed sensitivity"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), traumatic intestinal perforation (seriousness criteria medically significant and intervention required) with large intestinal haemorrhage, device breakage (seriousness criteria medically significant and intervention required), abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required), gastrointestinal injury (seriousness criterion medically significant), depression ("depression"), anxiety ("anxiety"), pelvic pain ("pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),/ heavy periods and made my period last longer than usual"), nausea ("nausea"), dental prosthesis breakage ("dental problem: and had a bridge to break"), dizziness ("dizziness"), abdominal pain lower ("lower abdominal pain"), dysmenorrhoea ("pain during period started soon after essure was placed"), fatigue ("fatigue"), back pain ("back pain") and abdominal pain upper ("left and right sides towards on the stomach pain"), was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and was found to have weight increased ("weight gain/weight loss( specify which one) :weight gain"). The patient was treated with surgery (bilateral salpingectomy and emergency d/c with removal of right side of essure coil.). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, traumatic intestinal perforation, device breakage, ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, gastrointestinal injury, depression, anxiety, pelvic pain, vaginal haemorrhage, menorrhagia, nausea, hyperaesthesia teeth, dental prosthesis breakage, weight increased, dizziness, abdominal pain lower, dysmenorrhoea and back pain outcome was unknown, the fatigue had not resolved and the abdominal pain upper was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain lower, abdominal pain upper, abortion of ectopic pregnancy, anxiety, back pain, depression, device breakage, dizziness, dysmenorrhoea, ectopic pregnancy with contraceptive device, fatigue, hyperaesthesia teeth, menorrhagia, nausea, pelvic pain, traumatic intestinal perforation, uterine perforation, vaginal haemorrhage, weight increased, dental prosthesis breakage and gastrointestinal injury to be related to essure. No further causality assessment were provided for the product. The reporter commented: treatment (if any) you received for the complications: emergency d/c with removal of right side of essure coil. Patient undergo complication of unintended pregnancy: other: incomplete abortion diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: result: unilateral occlusion (left tube occluded). Impression: 1. The right fallopian tube remains patent and contrast freely spilled out the distal end of the right fallopian tube. 2. The left fallopian tube is occluded by an essure tube. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jul-2020: ¿extension of expected date of next report.¿ a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforations/ essure device perforating the uterus/ essure coil perforated into my colon'), traumatic intestinal perforation ('migration/ migration of essure device location of device: colon/ my essure coil had perforated into my colon wall and I was bleeding which required emergency surgery'), device breakage ('fracturing'), ectopic pregnancy with contraceptive device ('ectopic pregnancy'), abortion of ectopic pregnancy ('pregnancy (miscarriage)') and gastrointestinal injury ('bowel damage') in a 40-year-old female patient who had essure (batch no. A57120) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included adhd, sleep disturbance, attention deficit disorder and anemia. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included obesity, parity 3 (B)(6) 1996, (B)(6) 2001, (B)(6) 2013), blood pressure high, hypovolemic shock, hypotension and paratubal cyst. Concomitant products included lisdexamfetamine mesilate (vyvanse) since 2011 and zolpidem tartrate (ambien) from 2012 to 2014. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2017, the patient experienced hyperaesthesia teeth ("dental problems : noticed sensitivity"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), traumatic intestinal perforation (seriousness criteria medically significant and intervention required) with large intestinal haemorrhage, device breakage (seriousness criteria medically significant and intervention required), abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required), gastrointestinal injury (seriousness criterion medically significant), depression ("depression"), anxiety ("anxiety"), pelvic pain ("pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),/ heavy periods and made my period last longer than usual"), nausea ("nausea"), dental prosthesis breakage ("dental problem: and had a bridge to break"), dizziness ("dizziness"), abdominal pain lower ("lower abdominal pain"), dysmenorrhoea ("pain during period started soon after essure was placed"), fatigue ("fatigue"), back pain ("back pain") and abdominal pain upper ("left and right sides towards on the stomach pain"), was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and was found to have weight increased ("weight gain/weight loss( specify which one) :weight gain"). The patient was treated with surgery (bilateral salpingectomy and emergency d/c with removal of right side of essure coil.). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, traumatic intestinal perforation, device breakage, ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, gastrointestinal injury, depression, anxiety, pelvic pain, vaginal haemorrhage, menorrhagia, nausea, hyperaesthesia teeth, dental prosthesis breakage, weight increased, dizziness, abdominal pain lower, dysmenorrhoea and back pain outcome was unknown, the fatigue had not resolved and the abdominal pain upper was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain lower, abdominal pain upper, abortion of ectopic pregnancy, anxiety, back pain, depression, device breakage, dizziness, dysmenorrhoea, ectopic pregnancy with contraceptive device, fatigue, hyperaesthesia teeth, menorrhagia, nausea, pelvic pain, traumatic intestinal perforation, uterine perforation, vaginal haemorrhage, weight increased, dental prosthesis breakage and gastrointestinal injury to be related to essure. The reporter commented: treatment (if any) you received for the complications: emergency d/c with removal of right side of essure coil. Patient undergo complication of unintended pregnancy: other: incomplete abortion. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: result: unilateral occlusion (left tube occluded). Impression: 1. The right fallopian tube remains patent and contrast freely spilled out the distal end of the right fallopian tube. 2. The left fallopian tube is occluded by an essure tube. Lot number: a57120 manufacturing date: 2012-10 expiration date: 2015-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-dec-2020: quality safety evaluation of ptc(product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforations/ essure device perforating the uterus/ essure coil perforated into my colon'), traumatic intestinal perforation ('migration/ migration of essure device location of device: colon/ my essure coil had perforated into my colon wall and I was bleeding which required emergency surgery'), device breakage ('fracturing'), ectopic pregnancy with contraceptive device ('ectopic pregnancy'), abortion of ectopic pregnancy ('pregnancy (miscarrige)') and gastrointestinal injury ('bowel damage') in a 40-year-old female patient who had essure (batch no. A57120 (as per pfs & mr)) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included adhd, sleep disturbance, attention deficit disorder and anemia. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included obesity, parity 3 ((B)(6) 1996, (B)(6) 2001, (B)(6) 2013), blood pressure high, hypovolemic shock, hypotension and paratubal cyst. Concomitant products included lisdexamfetamine mesilate (vyvanse) since 2011 and zolpidem tartrate (ambien) from 2012 to 2014. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2017, the patient experienced hyperaesthesia teeth ("dental problems : noticed sensitivity"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), traumatic intestinal perforation (seriousness criteria medically significant and intervention required) with large intestinal haemorrhage, device breakage (seriousness criteria medically significant and intervention required), abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required), gastrointestinal injury (seriousness criterion medically significant), depression ("depression"), anxiety ("anxiety"), pelvic pain ("pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),/ heavy periods and made my period last longer than usual"), nausea ("nausea"), dental prosthesis breakage ("dental problem: and had a bridge to break"), dizziness ("dizziness"), abdominal pain lower ("lower abdominal pain"), dysmenorrhoea ("pain during period started soon after essure was placed"), fatigue ("fatigue"), back pain ("back pain") and abdominal pain upper ("left and right sides towards on the stomach pain"), was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and was found to have weight increased ("weight gain/weight loss( specify which one) :weight gain"). The patient was treated with surgery (bilateral salpingectomy and emergency d/c with removal of right side of essure coil.). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, traumatic intestinal perforation, device breakage, ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, gastrointestinal injury, depression, anxiety, pelvic pain, vaginal haemorrhage, menorrhagia, nausea, hyperaesthesia teeth, dental prosthesis breakage, weight increased, dizziness, abdominal pain lower, dysmenorrhoea and back pain outcome was unknown, the fatigue had not resolved and the abdominal pain upper was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain lower, abdominal pain upper, abortion of ectopic pregnancy, anxiety, back pain, depression, device breakage, dizziness, dysmenorrhoea, ectopic pregnancy with contraceptive device, fatigue, hyperaesthesia teeth, menorrhagia, nausea, pelvic pain, traumatic intestinal perforation, uterine perforation, vaginal haemorrhage, weight increased, dental prosthesis breakage and gastrointestinal injury to be related to essure. No further causality assessment were provided for the product. The reporter commented: treatment (if any) you received for the complications: emergency d/c with removal of right side of essure coil. Patient undergo complication of unintended pregnancy: other: incomplete abortion diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: result: unilateral occlusion (left tube occluded). Impression: 1. The right fallopian tube remains patent and contrast freely spilled out the distal end of the right fallopian tube. 2. The left fallopian tube is occluded by an essure tube. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jul-2020: ¿extension of expected date of next report¿. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of perforation ("perforations"), device dislocation ("migration"), device breakage ("fracturing"), ectopic pregnancy with contraceptive device ("ectopic pregnancy") and gastrointestinal injury ("bowel damage") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), device breakage (seriousness criterion medically significant), ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), gastrointestinal injury (seriousness criterion medically significant), depression ("depression"), anxiety ("anxiety") and pain ("pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, device dislocation, device breakage, ectopic pregnancy with contraceptive device, gastrointestinal injury, depression, anxiety and pain outcome was unknown. The reporter considered anxiety, depression, device breakage, device dislocation, ectopic pregnancy with contraceptive device, gastrointestinal injury, pain and perforation to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.